Event description:
It was reported that during an ilc procedure, a black body error occurred on the 1st stick. Error w0100. A second like device was used and the same error occurred on the 1st stick. A third like device was used and the same error occurred on the 1st stick. The case was aborted.